Manufacturer narrative:
The customer¿s report of a crack at the connection was confirmed. Visual inspection of the set showed that the male luer had cracks on the collar. Examination under magnification showed stress marks at the break site of the male luer. No tool marks were observed. Functional testing was not performed due to the breakage. The root cause of the male luer crack is excessive force having been applied to the male luer as indicated by the stress marks.

Event description:
The customer reported that when the clinician was performing a line change they noted that the fentanyl tubing connected to the manifold was cracked at the connection. The tubing and syringe were replaced however that day the patient was diagnosed with a positive blood culture and uvc culture. There was no report of lasting harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that when the clinician was performing a line change they noted that the fentanyl tubing connected to the manifold was cracked at the connection. The tubing and syringe were replaced however that day the patient was diagnosed with a positive blood culture and uvc culture. There was no report of lasting harm.